Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: the patient had a medium sized asd with a slightly thin posterior rim. The defect was balloon sized to 17mm and a 20mm amplatzer septal occluder was implanted. The implant procedure was uneventful, as the device was sized correctly and the device profile was normal. The patient, however, had a cerebral vascular accident (cva) after device placement. Since she had atrial fibrillation (af), the cva was attributed to it. After about a year, the patient was referred to surgery for coronary artery bypass and a maze procedure for her af. Intra-operatively, the device was noted to have endothelialized on the right atrial disc; however, the left atrial disc did not show any evidence of endothelialization. The device was removed and the defect was closed surgically. Although rare, non-endothelialization of the amplatzer septal occluder has been described in the literature. Non-endothelialization on one side of the device has not been described previously. If this phenomenon was due to some inherent blood disorder, then both discs should not have endothelialized. In addition, the patient did not have any mitral valve regurgitation which may have caused the device to non-endothelialize if the mitral valve regurgitation jet was to hit the device surface. There is no previous data that connects af to non-endothelialization. The cause(s) of her subsequent strokes remain(s) unknown since the patient had co-morbidities, e.g., carotid endarectomy and atrial fibrillation. This is the first such report of one side non-endothelialization. As stated above, the cause remains unknown.

Event description:
An atrial septal defect (asd) closure was successfully performed in 2007. The patient continued to have strokes after implantation of the device. It was felt the strokes were likely due to her atrial fibrillation. The patient was sent to surgery for a single bypass and a maze procedure. When opening for the maze procedure, it was found that the device had not endothelialized at all on the left atrial disc, but had nicely endothelialized on the right atrial disc. The device was surgically removed and the asd was surgically closed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Review and evaluation by aga medical's principal research scientist resulted in the following findings: the returned 20mm amplatzer septal occluder was fixed by fibrotic tissue and significantly deformed. Both the left atrial and right atrial discs were concave shaped, and the waist of the device was significantly increased in length. There was severe fibrotic hyperplasia related to the adhesion, which was noted in the half circle of the left atrial disc edge and in 1/8 circle of the right atrial disc edge. The neo-intima covered the entire surface of the right atrial disc and about 30% of the left atrial disc. Although the requested procedural imaging has not been received or reviewed at aga medical, the above phenomenon indicates the device was oversized with deformation. This may have be attributed to the healing process (endothelialization) delay. A few broken wires were also noted on the device, which most likely occurred during surgical removal.during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and inspection for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests.